Manufacturer narrative:
Product not returned yet to manufacturer . No examination was performed yet. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested . Investigation is in progress.

Event description:
Mobi-c p&f us : disassembled the surgeon was implanting the device and while impacting it in the device became dislodged and fell of the inserter. There was no way to securely put the implant back onto the inserter without significantly delaying the case. Additional information was received: the surgeon encountered a resistance when inserting and he did try to adjust the implant a little when it disengaged. The whole device disassembled from the inserter, so the top and bottom plates and the core all fell off. And according to the reporter , surgical techniques were followed during implant assembly on inserter. No impact on patient or surgery delay more then 30 min , surgery was completed with another device without further issue additional information was requested.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was not returned to ldr medical. No visual and functional evaluation can be performed. Attemps to know if the product will be returned have been made but without response. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant the cause for the event is a user error while the surgeon try to reajust the implant position. As stated in surgical technique(appendix 6 it file only), during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. If necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ. The root cause is a user error (mishandling). If any further information is found which would change this evaluation, a reportability reassessment will be performed.

Event description:
Mobi-c p&f us : disassembled. The surgeon was implanting the device and while impacting it in the device became dislodged and fell of the inserter. There was no way to securely put the implant back onto the inserter without significantly delaying the case. Additional information was received: the surgeon encounter a resistance when inserting and he did try to adjust the implant a little when it disengaged. The whole device disassembled from the inserter, so the top and bottom plates and the core all fell off. And according to the reporter , surgical techniques were followed during implant assembly on inserter. No impact on patient or surgery delay more then 30 min , surgery was completed with another device without further issue.